Event description:
It was reported that the console entered case saver mode during the procedure. The patient had been sedated; however, the procedure could not be completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under general anesthesia.

Manufacturer narrative:
The console and components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the site. During functional evaluation, it was confirmed that the console had entered case saver mode. The fse replaced the high reflector (hr) lens and adjusted and calibrated the laser light path, restoring console functionality. It is likely that the lens, confirmed to be damaged via inspection, was not delivering the correct amount of energy to the pyro board, thus triggering case saver mode.

Event description:
It was reported that the console entered case saver mode during the procedure. The procedure could not be completed due to this event. The patient was already sedated. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.